Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not pacing right. Interrogation was performed and was sent to clinic. An attempt to obtain additional information was unsuccessful. This device remains in service. No adverse patient effects were reported.